Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
The lens was removed and replaced on (B)(6) 2023 for another same model/length but different diopter power lens (-05.50). The result of refraction was almost same as before exchange and the patient will be monitored. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge in liquid. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm6_12.1 implantable collamer lens, -06.00 diopter, into the patients right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.